Manufacturer narrative:
(B)(4).

Event description:
It was reported that this product was part of a system revision due to infection. The product was successfully explanted and the patient was placed on antibiotic treatment. There were no additional adverse effects reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.